Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion set's adhesive on (B)(6) 2024 and (B)(6) 2024.the infusion set fell off during use. The first infusion set was in use for hours while the second set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1903312- MDR 3003442380-2024-11945- device 2 of 2.